Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy of a fibroid uterus in 2007. During the procedure, the blade stopped working and was suspected to be dull. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/20/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.